Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right side locking gas cylinder is faulty, will not release sideframe when traveling over terrain. Dealer advised when chair goes down a ramp right drive tires comes off the ground but left drive tire stays on the ground.